Event description:
It was reported that stimulation was in the wrong location. Pt stated, she only felt the vibrations in her calves to thighs. This started on (B)(6) 2010 and prior to that she was getting better coverage. There was no known accident or incident related to this complaint. The pt was at home. The pt was not being able to adjust stimulation. The display showed the "call your dr" icon. The pt was then able to successfully communicate with her implantable neurostimulator (ins). There were not any error code/number associated with the call your dr message. The stimulation was on and set at 2.3. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)